Event description:
10 minutes into his treatment, this 64 year old man c/o crushing chest pain and groin pain. Dialysis was stopped and the blood recirculated. The patient was given 25mg benadryl. 10 min later, the treatment was reinitiated and the symptoms started again, the treatment was stopped and the blood discarded. The pt was started on a dry pack f8 without further problems. The pt's pre hct was 21 and post 17. He returned to the unit that pm for a 2nd blood.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.